Event description:
On 12/1/97, received call from pt's wife stating pt was hospitalized on 11/28/97. Wife states that pt experienced pain in neck area on 11/26/97 which intensified by 11/27/97. Wife states pt spoke with surgeon after work on 11/28/97 and m.d. Had pt come to office. A sonogram was ordered and the pt was admitted to the hosp. Wife states pt was diagnosed with thrombosis and the hickman catheter was discontinued. Rn coordinator placed calls to primary physician and surgeon on 12/1/97. Surgeon returned call on 12/2/97, and informed coordinator that pt was hospitalized on 11/28/97 with diagnosis of thrombosis located in superior vena cava. Diagnosis was confirmed by a doppler sonogram and pt treated with heparin therapy via peripheral access device.